Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid (25 mg/ml at unknown dose) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient was being admitted to the intensive care unit (ICU) for acute intoxication. It was noted the patient was receiving intrathecal opioids and due to alcohol intoxication and opioids the patient was receiving intravenous narcan. The pump was going to be programmed into stopped pump mode. This was considered a sudden change in therapy/symptoms. The situation was being addressed by the doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2019. It was reported that when discussing this event, it was mentioned that the patient was unconscious and not breathing. It was noted that the patient had a problem with their eye every week, and it felt like a finishing nail in their eye. When the patient was found, it was noted that he was "dead for 12 minutes." No further complications were reported or anticipated.